Manufacturer narrative:
Age at the time of event: (B)(6). Concomitant medical products: model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 19549330, model/catalog description: avista MRI perc lead kit 56 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing inadequate stimulation. It was also reported that the leads have migrated. The patient underwent a revision procedure wherein leads were replaced and was doing well postoperatively.